Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during implantation of an intraocular lens (iol) there was a scratch on the lens. There was contact with the patient. Additional information was requested.

Event description:
Additional information was requested and received that the scratch was observed after insertion into the eye. The lens was cut into two pieces and removed. The procedure was complete by using a new lens. The patient was not hospitalized for the event and there was no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).